Manufacturer narrative:
Correction to h6.

Event description:
It was reported that the patient had a surgery to adjust the cylinder position with his inflatable penile prosthesis (ipp). Nothing was removed and only an accessory kit was used. Additional information was received that the cylinder had migration from its original position. The patient presented with pain due ot the migration. This occurred two weeks ahead of surgery. No was no device malfunctions related to this event. The patient got well after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a surgery to adjust the cylinder position with his inflatable penile prosthesis (ipp). Nothing was removed and only an accessory kit was used. Additional information was received that the cylinder had migration from its original position. The patient presented with pain due ot the migration. This occurred two weeks ahead of surgery. No was no device malfunctions related to this event. The patient got well after this surgery.